Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('ovarian cyst which has been painful in the past 2 years') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced gluten sensitivity ("a strong intolerance to gluten"), food allergy ("cinnamon allergy"), arthralgia ("joint pain"), tendonitis ("difficulty recovering from tendinitis or sprains") and ligament sprain ("difficulty recovering from tendinitis or sprains"). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst for about 10 years"). In (B)(6) 2019, the patient experienced adnexa uteri pain (seriousness criterion medically significant). In (B)(6) 2021, the patient experienced musculoskeletal chest pain ("right intercostal pain"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, gluten sensitivity, food allergy, arthralgia, musculoskeletal chest pain and ovarian cyst had not resolved and the tendonitis and ligament sprain was resolving. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, food allergy, gluten sensitivity, ligament sprain, musculoskeletal chest pain, ovarian cyst and tendonitis with essure. The reporter commented: for the past year (2021) her physician has been trying to find the cause of right intercostal pain, initially suggestive of pancreatic cancer, acute pancreatitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('ovarian cyst which has been painful in the past 2 years') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced food allergy ("cinnamon allergy"), gluten sensitivity ("a strong intolerance to gluten"), arthralgia ("joint pain"), tendonitis ("difficulty recovering from tendinitis or sprains") and ligament sprain ("difficulty recovering from tendinitis or sprains"). In 2012, the patient experienced ovarian cyst ("ovarian cyst for about 10 years"). In 2019, the patient experienced adnexa uteri pain (seriousness criterion medically significant). In 2021, the patient experienced musculoskeletal chest pain ("right intercostal pain"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, ovarian cyst, food allergy, gluten sensitivity, arthralgia and musculoskeletal chest pain had not resolved and the tendonitis and ligament sprain was resolving. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, food allergy, gluten sensitivity, ligament sprain, musculoskeletal chest pain, ovarian cyst and tendonitis with essure. The reporter commented: for the past year (2021) h ER physician has been trying to find the cause of right intercostal pain, initially suggestive of pancreatic cancer, acute pancreatitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.